Event description:
The facility returned the device for service. During service testing, the technician discovered a damaged door. According to the hospital representative, no patient injury or medical intervention has been reported. No additional contact information was available.